Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During impella insertion ventricular fibrillation (vf), with good response after 1x shock. Rhythm 144 beats per minute in ventricular flutter. Which was also the rhythm before vf. Amiodarone (cordarone) started. Patient recovered quickly and impella could be placed as planned with good position (c-arch conformation) and had desired flow of 3,4 liters/ minute. Noradrenalin and milrinone intravenous (IV) were started on top of amiodarone because of the cardiogenic shock situation. Because of the fact that the impella catheter was now not sterile anymore, at this point it was advised not to remove the splittable sheath and leave as is. Position of impella confirmed as good with parasternal doppler. Access site : right femoral arterial, echo guided puncture done. The patient survived explant.

Manufacturer narrative:
Updated information: d4 catalog number updated d6b explant date updated h6 component code changed from g04105 to g07003 h6 investigation type removed b13 the investigation for the peri-procedural adverse event (ventricular fibrillation) has been completed. The root cause of the injury was unable to be determined due to insufficient clinical details.